Event description:
It was reported that customer experienced continuous glucose monitor error that occurred with g7 sensor and appeared as error 42 on pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset steps, and after reset error did not reappear, then was advised to wait 20 minutes before starting new sensor session, which customer understood and followed.